Manufacturer narrative:
The qc met the acceptance criteria. There was no indication of a reagent performance issue. The field service engineer (fse) cleaned the s/r probe and sipper probes, checked the sample rack adapter cup, and checked for foam/bubbles on sample surfaces. The fse ran a variety of alignment, maintenance, qc, calibration, and precision checks. They met the acceptance criteria. No further events were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
At 9:26 am on (B)(6) 2021, the customer received an alarm that the e411¿s right rotor temperature was out of range and could not be used. A field service engineer (fse) went on-site and checked the reagent ambient temperature, replaced the thermistor assembly, and re-checked the reagent ambient temperature on (B)(6) 2021. The investigation is ongoing.

Event description:
There was a complaint of a discrepant elecsys hcg+ss result for 1 patient tested with a cobas e411 rack. The patient¿s initial result was 0.695 miu/ml at 9:16 am. The discrepant result was reported outside the laboratory. The sample was repeated in the afternoon since the patient had a positive urine pregnancy test. The first repeat was 63.14 miu/ml and the second repeat was 62.89 miu/ml. Both repeats were accompanied by data alarms. The elecsys hcg+ss used was lot 516539 and had an unknown expiration date.